Event description:
It was reported that post a carotid artery stenting treatment procedure, stent migration occurred. The index procedure treated the non-tortuous, 5-6mm in diameter, internal carotid artery (ica) with this 8.0x21mm carotid wallstent and post-dilation with no complications. The patient presented 143 days post index procedure with 90% restenosis of the ica. Angiography revealed that the previously implanted carotid wallstent had migrated to the common carotid artery (cca). The stent was not restenosed in this location. Another stent was implanted overlapping the migrated stent in the cca and covering the stenosis in the ica for treatment. No further patient complications were reported and the patient's status is stable. No side effects were reported.

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).